Manufacturer narrative:
The reported meter (B)(4) was returned for an investigation. The complaint was not confirmed. All test results were within range specification during the control solution testing. This is the final report. Note: the results of the readings were plotted on a parkes error grid and fell into the "b" zone showing the difference in values was not clinically significant.

Event description:
A customer reported she received readings "all over the place" on her freestyle lite blood glucose meter. The following readings were reportedly obtained within ten minutes: 148 mg/dl, 126 mg/dl, 267 mg/dl, 134 mg/dl and 118 mg/dl. It was also reported the customer lost consciousness and paramedics were called. The customer was reportedly treated with glucose orally and no further medical intervention was required. There was no report of death or permanent impairment associated with this event.